Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 700 mg/dl. The customer stated that her blood glucose was high the day prior to her admission and she treated with manual injections, but her blood glucose remained high. Troubleshooting was performed. Reviewed all the programming and was correct. Ran a fixed prime and high-pressure test. The device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.